Manufacturer narrative:
Due to the age of this system, no testing was performed and the system was retired from service.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the site's laser thermal ablation therapy system's laser showed a laser error when we tried to fire it. They used three different laser diffusing fibers (ldf), however, the laser did not emit any power or the expected audible ring. Issue was discovered at prm during system demonstration. There was no patient present when this issue was identified.